Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised for an unknown reason. The head is noted to have corrosion on it.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical product(s): item # 00620005422, cup, lot # 62079962; item # 00630505032, liner, lot # 62095598; item# 00408801206, stem, lot # 61358578; item # 00625006530, bone screw, lot # 62138874. Report source: legal notification.

Manufacturer narrative:
Reported event was confirmed with medical records and return of the device for evaluation. As returned, the outside of the conical taper exhibited damage. The inside of the conical taper exhibited dark debris. Dimensional analysis was measured and the analysis identified the head was conforming to print specifications. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It is reported that the patient underwent a revision of the right hip due to elevated cobalt levels, pseudo tumor, corrosion of head and neck junction; the femoral head was explanted. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Device was returned, but no product evaluation could be conducted because device was quarantined. This device was used for treatment. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends..